Event description:
Report revived from the USA stating "the autolube was found to have water and oil mixed inside of it." The device was not used in surgery. No injuries or medical intervention was reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).